Manufacturer narrative:
The electronic data from AED serial number (B)(4) was provided, however that data file did not include any event data on or around the reported event date. Additional attempts were made to collect electronic data from an AED that correlates with the reported use and shock delivery. As of today, no electronic data has been provided that contains event data for the reported event. Although electronic data has not been provided, the result of the investigation indicate that the cause of the event is related to a failure to maintain the AED; specifically, the AED battery pack was not replaced when depleted. Should additional information become available that affects the outcome of the investigation, a follow-up MDR will be submitted.

Event description:
A sheriff's office reported that during a rescue attempt on a patient who attempted suicide at home by hanging, the AED powered off after delivering one shock. They also reported that when ems arrived, they used their own AED; however, it was not known if that AED advised or delivered any additional shocks. While troubleshooting the device with the initial reporter, it was noted that the battery pack associated with this event (s/n (B)(4)) was associated with a prior service call on (B)(6) 2019. Based on that investigation, the customer was informed on (B)(6) 2019 that battery pack, s/n (B)(4), was depleted and they were instructed to remove that battery pack from service. When the initial reporter was asked about the previous instructions to remove this battery from service, the initial reporter stated they remembered being instructed to remove the battery from service but mistakenly put the battery pack back in service where it was deployed in the reported event.